Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200 and serial/lot number: (B)(6). This device was returned along with mainframe as customer was suspecting the issue towards this device. H3: product analysis of the device concluded that the reported issue was not confirmed. H3: product analysis for product ID: 8253200 and serial/lot number: (B)(6) concluded that the reported issue was not confirmed. However there was additional finding of worn wave washer was found. H6: code of fdr c070606 is applicable for product ID: 8253200 and serial/lot number: (B)(6). Previously applied code of fdc d16 is no longer applicable. Additional code of img g04138 is applicable for product ID: 8253200 and serial/lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further follow-up, information received stating that the watchdog error message popped up when powering on the device. Electrode check was performed and it got passed, patient simulator was used for testing but it did not get a response every time. Patient simulator was working well with other mainframe and patient interface.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an error (watchdog) occurred in the mainframe, displaying an error message. After restarting, the touchscreen became unresponsive. Upon restarting the device again, it failed to show any stimulation signal. Despite changing all disposables several times, there was still no signal. There was no patient impact.

Event description:
Additional information received stating that the event occurred during set-up, before start of thyroid procedure.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes of fdm b17 and fdr c20 is no longer applicable. E3: initial reported details and occupation has been updated as per the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial aware date when medtronic notified about this event was on 12 june 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.